Event description:
Our sales rep reported the tip of a needle broke off into the pt's incision during a shoulder procedure. The surgeon was not able to locate the broken piece of needle in the pt. The sales rep stated the procedure was completed with no reports of any harm or consequence to the pt. The complaint device was discarded by the customer.

Manufacturer narrative:
Although it is reported that there is no pt consequence, the fragment was not retrieved from the pt's body. We do not know what impact, if any, this would have on the pt. It is because of this uncertainty that this report is being filed to document this event. The complaint device is not being returned, therefore, is unavailable for a physical eval. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of 2,172 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. Based on complaint rate and customer impact, we believe this to be an anomaly. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.